Event description:
It was reported the patient (B)(6) is without stimulation. A diagnostic test revealed impedance issues for several lead contacts. The patient reportedly has a significant amount of scar tissue in the epidural space. Efforts to recapture effective therapy through reprogramming have proven unsuccessful. There are no immediate plans for invasive intervention as the patient is currently trying alternative therapy options.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.